Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received numerous errors when calibrating the ise tests on the cobas 4000 c (311) stand alone system - c311 on (B)(6) 2018 and (B)(6) 2018. The customer stated that he could not find any leakage when checking the electrodes and tubing. The probe looked fine. The customer powered down the instrument, cleaned surfaces, checked the water tank and ran maintenance on (B)(6) 2018. During troubleshooting, the customer stated that they found two patient samples with erroneous results for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride). The erroneous results for one of the two samples were reported outside of the laboratory and questioned by the doctor, but the customer was unable to specify which sample this was. The samples were repeated on a second c311 analyzer and the repeat results were believed to be correct. The customer mentioned he was going to repeat 5 additional samples, but no further information was provided. The first sample initially resulted with a sodium value of 125 mmol/l, which repeated as 139 mmol/l. This sample had an initial potassium value of 3.68 mmol/l, which repeated as 4.90 mmol/l. This sample had an initial chloride value of 139.4 mmol/l, which repeated as 98.8 mmol/l. The second sample initially resulted with a sodium value of 133 mmol/l, which repeated as 143 mmol/l. This sample had an initial chloride value of 126.2 mmol/l, which repeated as 105.5 mmol/l. The patients were not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer replaced valve filters which did not resolve the issue. He determined that there was a failure of the reagent probe. He then replaced the probe. He ran ise checks and these were successful. The customer ran calibration and controls; these were within laboratory guidelines. The customer had no further issues.